Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
A patient reported their bite alignment was not right. They saw their dds who stated their bite is "all wrong" and the patient would need traditional orthodontic care to correct their bite alignment. Dds recommended the patient cease treatment.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.